Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited low pacing impedance when placed in three different locations. The lead was not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of low pacing led impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.